Event description:
International affiliate has informed us of an event that the user alleges the steri-cath unit was connected to a tracheal tube and breathing circuit and used. The thumb valve did not return to its original position after suctioning. Negative pressure had been continuously applied which caused ventilator to alarm. The unit was replaced. No adverse outcome.